Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited oversensing, high capture threshold, high impedance, a lead fracture. The lead was capped and replaced successfully. The patient tolerated the procedure well and would be followed normally.